Manufacturer narrative:
This report will be updated once investigation has been completed. Trends will be evaluated.

Event description:
Allegedly, stem was impacted onto femur on back table, then inserted into patient. Post-op x-rays revealed that the stem had come off of the implant and was in the femoral canal.